Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled as the system would not be available for the amount of time necessary to investigate and repair. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 2800's table would tilt when the vertical movement was engaged. Upon reinitialization, the system was operating as intended. There was no adverse patient involvement reported. There was no patient information reported.